Event description:
Initial alkaline phosphatase result of 212 u/l. Same sample repeated gave result of 118u/l. Same sample repeated a third time in a cup, recovered 117, 116 u/l. Initial result was not reported. The user performed maintenance and troubleshooting activities which resolved the issue.